Event description:
Erroneously elevated accu tni result from a single pt. The pt sample was run in duplicate. The 1st accu tni replicate was elevated and the result was 4.63ng/ml. The 2nd replicate was 0.01ng/ml. The customer indicated the results were not reported out of the lab. All pt samples are run in duplicate. The customer did not provide any additional info regarding this event. There has been no change to pt treatment that can be attributed to this event.